Event description:
It was reported that after a supply change, the user experienced hyperglycemia while using the ilet with a dexcom g7, with a peak glucose of 204 mg/dl and approximately two hours above range before trending down; the agent advised that the correction algorithm was active and working to avoid hypoglycemia, with basal resuming once in range, and troubleshooting and education were completed. Symptoms included feeling unwell without loss of consciousness or other acute complications. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included a customer interview and review of device behavior during the correction phase. Investigation of this case revealed no alerts or alarms and no device malfunction, with glucose decreasing over the course of the interaction, consistent with expected algorithmic correction following a supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.